Event description:
Reinforced staple load holder not holding reinforcement x' 3.... This has been happening with this particular staple load has been reported & returned, rga# [redacted], tracking # [redacted]. Manufacturer response for reload, (brand not provided) (per site reporter), issued ra# [redacted]. Manufacturer response for reload, (brand not provided) (per site reporter), issued ra# [redacted]. Manufacturer response for reload, (brand not provided) (per site reporter), issued ra# [redacted].